Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had low power was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was running in the locked position. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from china that during service and evaluation, it was determined that the motor device was running in the locked position. It was further determined that the device failed pretest for safety assessment. It was noted in the service order that the motor device power was low before an unspecified surgical procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.